Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative rhd result when using ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that the patient was typed on (B)(6) 2019 and yielded a 1+ positive result for rhd, both in the manual gel method and on ih-1000. On (B)(6) 2019 the patient returned and was tested again: rhd was negative on the ih-1000, but 2+ positive in the manual gel method. The customer did not return the supposedly defective product for investigational testing but the patient sample that had caused the false negative result. The investigation of the patient sample and the ih-1000 files is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incidence.

Event description:
The customer reported a false negative rhd result with ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that the patient was typed on (B)(6) 2019 and yielded a 1+ positive result for rhd, both in the manual gel method and on ih-1000. On november 04, 2019 the patient returned and was tested again: rhd was negative on the ih-1000, but 2+ positive in the manual gel method. The customer did not return the supposedly defective product for investigational testing, but the patient sample that had caused the false negative result. Therefore our quality control laboratory tested the patient sample with their retention sample of the supposedly defective product. The retention sample of the supposedly defective product was tested with different samples on ih-1000. All positive and negative reactions were correct. We did not observe any false negative reaction. The affected patient sample, which was provided by the customer, was sent to an external laboratory for molecular genetic analysis with the following results: rhd*weak d type 61 (rhd*01w.61). The section limitation of the instruction for use contains an appropriate note: "very weak expressions of the d antigen may not be detected. The dvi epitope of the d antigen will not be detected with this reagent. No blood grouping reagent of monoclonal origin has yet been found that will detect all parts of the d antigen. If the detection of weak d and partial d(vi) samples is required, the samples producing negative results with this anti-d reagent should be further tested with an anti-d reagent known to detect weak d antigen expression (i.e. Ih-anti-d (rh1) blend)." Testing by our laboratory confirmed that the allegedly defective lot of ih-card abo/d(dvi-)+rev.a1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. As the instruction for use already contains an appropriate note, no further investigations or actions were necessary.